Manufacturer narrative:
The insulin pump currents are within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked near the display window corners, cracked battery tube threads, cracked reservoir tube lip. The insulin pump communicated properly with glucose sensor simulator and minilink transmitter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump did not alarm in connection with a sensor. The customer reported that they experienced high and low blood glucose. The customer's blood glucose was 10 mg/dl at the time of incident. The customer stated that the blood glucose reached 700 mg/dl. The customer performed high pressure test and the insulin pump passed. The insulin pump will be returned for analysis.